Event description:
It was reported that the valve was explanted after an implant duration of approximately 10 years, 5 months due to aortic regurgitation with calcification and a torn leaflet. The explanted device was replaced with another edwards prosthetic valve. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: copies of the patient's medical records were received which support the initial report of regurgitation/insufficiency. Per the op report, the patient was found to have significant evidence of intervalvular leak with positive blood cultures. There was thought to the possibility of this being a bacterial endocarditis as well. During explantation, there was no obvious evidence of aortic root abscess. The annulus was closely inspected and appeared to be intact and without evidence of soft tissue destruction. The device was replaced with another edwards bioprosthetic valve. There is change in the original conclusion of this case. No further actions are being taken.

Manufacturer narrative:
(B)(4). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification and torn leaflet could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's regurgitation was likely caused by the reported findings. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The torn leaflet was also likely a result of the deteriorating valve. No further actions are possible with the available information.